Event description:
The customer reported a false positive troponin result on their stratus sc instrument compared to repeat testing of the same sample on the same instrument. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has requested instrument files for further investigation. The customer was able to provide limited system files and the investigation is underway. The customer is operational. The cause of this event is unknown.

Manufacturer narrative:
Siemens has completed the investigation. The instrument files provided by the customer did not go back far enough for investigation. Siemens has reviewed the internal performance data for test pak lot 232003002 which showed that the testpak lot is working as expected. The cause of this event is unknown.